Manufacturer narrative:
The device involved in the reported complaint was returned to aci, and the investigation confirmed the failure. Investigation of the returned device revealed that button #2 had been fully depressed but the button #3 was stuck. Subsequent to disassembling the handle housing, it was observed that the proximal end of the rack was sticking out and kept the retraction slider lock from releasing, which in turn prevented button #3 retraction. There was no clearance between the proximal end of the rack and the retraction slider. Button #3 contains a lock feature that prevents retraction of the balloon prior to prerequisite actions. The review of the lhr (lot f1413601) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause for the button #3 stuck to the handle could not be conclusively determined. The reason that the sealant came out with the device is because button #3 was stuck (not retracted). If the balloon is not retracted into the tamp tube, the sealant can be dislodged from the tissue tract when the device is removed from the patient.

Event description:
The following information was reported by aci sales representative: the physician performed a left heart catheterization and intervention on the patient. Case went well. They gave heparin. The activated clotting time (act) was 260 seconds and it was 6f in the right groin. They placed mynx ace 6f/7f device sheath in with no problems; inserted the mynx ace into the sheath inflated the balloon and pulled back to the arteriotomy. The physician pressed button #1 and button #2 with no problems, and then he deflated the balloon and tried to slide back button #3 and it got jammed. They pulled out the device and 50% of the peg came out with it. The nurse held for 15 minutes and the groin looked good as I was told. A pre-procedure femoral angiogram was performed and no pvd or calcium was noted. A 50/50 contrast solution was not used. Angiomax was used during the procedure. The patient was hospitalized for reasons unrelated to the mynx device/procedure. The patient was discharged from the hospital the next day after the procedure. Procedure type: coronary intervention. Stick location: right above the bifurcation. Vessel size - 5.5mm.